Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location and the neurostimulator being implanted too close to the targeted nerve have been ruled out as potential causes. However, the physician noted that the burning and shocking sensations were normal for the patient and there is nothing wrong with the curonix device. The stimulator is used to treat pain. The cause of the reported issue is no problem found as the burning and shocking sensations were normal for the patient and the physician noted there is nothing wrong with the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported burning and shocking sensations while the device is on or off. Although the neurostimulator gives some relief, the patient reportedly experiences more pain in a different area when using the device. During a follow-up appointment, the physician removed some dissolvable sutures that were trying to come out of the skin, the transmitter settings were changed, and it was noted the patient has healed well from their implant procedure. The patient was encouraged to wear their device to receive relief for their normal back pain. Additional information was provided on september 20, 2024. The physician plans to do a trigger point injection and the patient will undergo other tests for their symptoms.